Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was oil gel globules, poor barrier separation of sample, and gel issues or gel smearing. These events were reported to have affected 260 tubes. The following information was provided by the initial reporter. The customer stated: ¿it was observed that some of the gel portion at the bottom of the tube is semi solid in consistency and more "slant" as compared with other lot. After centrifugation, the gel settles at the bottom of some of the tubes instead of it being in between the packed red cells and the serum also, after centrifugation, gel globules are present in the serum which led to: aspiration error, clogged sample probe, inaccurate/ false result, wastage in reagent due to returns, interruption of workflow."

Manufacturer narrative:
The following fields were updated due to corrected information: this record captures air bubbles in the gel and poor barrier separation of the sample. B.5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was air bubbles in the gel and poor barrier separation of sample. The air bubble event were reported to have affected 260 tubes. The poor barrier event were reported to have affected 260 tubes. The following information was provided by the initial reporter. The customer stated: ¿it was observed that some of the gel portion at the bottom of the tube is semi solid in consistency and more "slant" as compared with other lot. After centrifugation, the gel settles at the bottom of some of the tubes instead of it being in between the packed red cells and the serum also, after centrifugation, gel globules are present in the serum which led to: aspiration error, clogged sample probe, inaccurate/ false result, wastage in reagent due to returns, interruption of workflow."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was air bubbles in the gel and poor barrier separation of sample. The air bubble event were reported to have affected 260 tubes. The poor barrier event were reported to have affected 260 tubes. The following information was provided by the initial reporter. The customer stated: ¿it was observed that some of the gel portion at the bottom of the tube is semi solid in consistency and more "slant" as compared with other lot. After centrifugation, the gel settles at the bottom of some of the tubes instead of it being in between the packed red cells and the serum also, after centrifugation, gel globules are present in the serum which led to: aspiration error, clogged sample probe, inaccurate/ false result, wastage in reagent due to returns, interruption of workflow."